Manufacturer narrative:
Correction has been provided in d.4. And FDA product codes (a2201). The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The specific issue was not provided. The root cause for the unknown issue may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the acrysof¿ iq iol with the ultrasert¿ preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an unknown issue with the lens during surgery. Lens was implanted on (B)(6). Additional information has been requested and received stating that there was no patient harm.